Event description:
It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial artery. After passing a guidewire through, a 2.0mmx20mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, during the first inflation at 7 atmospheres, the balloon ruptured. The procedure was completed with a 3mm-long balloon. No patient complications nor injuries were reported.